Manufacturer narrative:
The customer was sent a larger size breastshield to resolve the issue of pain. A medela clinican followed up with the customer on (B)(6) 2015. The customer emailed that the 27 mm breastshields that were sent seem to be better for the most part, but having some discomfort at first, and having another bout of mastitis. On (B)(6) 2015 a medela clinician asked the customer whether baby was going on breast, and customer states baby was not going to breast, and only pumping. Instructions were given on nipple cleansing with soapy water and rinsing with plain water, and applying a small dab of polysporin or bacitracin to promote nipple healing. Asked customer if she was taking antibiotics. On (B)(6) 2015, the customer stated that she was taking augmentin but didn't give dosage. The customer reported having some discomfort on her right breast, and applying warm packs, applying lanolin, and massaging breast. She expresses 2 oz from left breast and 3-4 oz from right side. On (B)(6) 2015, a medela clincian asked the customer about dosage of augmentin and how she's doing. The customer stated her nipple tore open yesterday when her nursing pad stuck and she thinks she has mastitis again. She is having breast pain and can't pump milk out to empty breasts.the customer has redness of left breast and body aches since yesterday. On 9/1/15, a medela clinician recommended use of the symphony pump to completely empty breast during mastitis. Customer emailed she is in the ER for outpatient IV antibiotics. On 9/10/15, a medela clician emailed the customer to follow-up on how she was doing. The customer took unasyn IV and fluids because blood pressure was low and she changed to oral antibiotic clindamycin 300 mg taken 4 times a day for 14 days. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported to customer service that the 21mm breastshields were too small and causing her pain. In follow-up with a medela clinician, it was discovered that the customer had developed mastitis, for which she was prescribed an antibiotic from her physician.